Event description:
Healthcare professional reported left side "implant rupture" diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant rupture" diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on july 02, 2025 with lot number 2429978. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.